Event description:
It was reported that the end user received an error code which caused the power wheelchair to stop. The unintended stoppage of the chair caused the end user to be stranded. In addition, the end user also reported that the chair veers to the left.